Manufacturer narrative:
Insulin pump received with unable to performed the displacement test due to detached end cap.

Event description:
Customer's mother reported via phone call that crack was seen on bottom of insulin pump. The customer¿s blood glucose level was 108mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.